Event description:
It was reported by customer that the patient had a suprapubic catheter that continues to become clogged. They have had to replace the catheter every week for the past 2 weeks and when they went today to irrigate- it was clogged again.

Manufacturer narrative:
Initial reporter zipcode: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.